Event description:
It was reported that there was a loss of therapeutic effect, and the patient¿s symptoms ¿got worse¿ in (B)(6) 2015. The device was ¿not working¿ and the patient was continually going to the bathroom ¿about every 15-30 minutes.¿ the manufacture representative met with the patient three months later and made adjustments. However, the patient¿s symptoms did not improve. Additional information received reported that the patient¿s device was almost at end of life (eol) and tweaks were made at the office. The office ¿recalled there some impedances.¿ not clear as to what this means. No patient outcome given. No scheduled appointment. Additional information received reported that the manufacture representative checked the lead and the test came back with impedances out of range. Four areas of the lead showed a reading of greater than 4 ,000 ohms while all affected areas involved electrode 3. As a result, the device was programmed to avoid the #3 electrode. Patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that there was a loss of therapy. The patient met with the manufacturers's representative and was told there was issue with the lead that the doctor would need to revise. The doctor's secretary told the patient to call her device manufacturer. There was a gradual change in therapy/ symptoms. She had pain all the way down and she could not sit because it hurt really bad. It felt like the implant was right over her tail bone and it was painful. She tried increasing stimulation but she continued to leak and urinate like she did pre-implant. There were no falls, accidents or traumas noted. The patient could not lay on it, the implantable neurostimulator felt like it was stretching out her bottom. It took 2 reprogramming sessions after the implant to get the device working. No further information was provided regarding this event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va07a3n, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va07a3n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).